Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in thresholds each year. During a routine follow up in (B)(6) 2026, this rv lead exhibited non-capture at maximum outputs. At the routine battery replacement procedure, this rv lead was also surgically abandoned and replaced. No additional adverse patient effects were reported.